Manufacturer narrative:
The event occurred in (B)(6). Product discarded.

Event description:
It was reported that the insulin cartridge had leaked insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.